Event description:
The reporter stated that the surgeon inserted a single piece collamer lens, model number cc4204bf and discovered the haptic was torn. The lens was removed and replaced with no pt injury.

Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.